Manufacturer narrative:
Date of event: (B)(6) 2017. Explant date: (B)(6) 2017 additional suspect medical device components involved in the event: model #: sc-2352-70 serial #: (B)(4) description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient's leads migrated. The patient underwent an explant procedure and was replaced with a competitor's device. No further information could be obtained. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.